Event description:
It was reported via repair work order that siderail was stuck in a low position due to bent glide rails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.